Event description:
Customer reported her insulin pump had a malfunction. Customer states she has been experiencing high blood glucose levels. Customer reported she has given herself insulin twice and her blood glucose level did not lower. Customer stated that she went to her diabetes educator who stated the device malfunctioned. During troubleshooting the device failed the high pressure test twice. Blood glucose level was 134 mg/dl. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.